Event description:
At 8:36 am the attending rn entered the pt's room and found the monitor showing asystole but audible alarm was not going off; also central station did not give off a graph. Pt had no pulse or bp. No graph was received until manual graph button was pushed. The pt expired.